Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a heath care provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2017 it was reported that the patient was acting oversedated. The hospital where the patient was being treated on an inpatient basis was reportedly blaming the pump for the patient's oversedation. The patient's hcp also thought that the patient could possibly be experiencing lithium toxicity. The patient's pump logs were read and the hcp went to visit the patient on (B)(6) 2017 the patient reportedly spoke to the manufacturer's representative and was alert and oriented to their location when the representative visited them. No environmental/external/patient factors that might have led or contributed to the issue were reported. It was confirmed that no surgical intervention was planned or had occurred. The patient's status was listed as unknown. The issue was not considered resolved at the time of the report. No further complications were reported. The patient¿s concomitant medications included lithium at an unknown dosage.